Event description:
The customer states that the child desaturated to 59% and that the mp5 monitor did not alarm. As the doctor passed by the patient room, the patient was found with blue skin.

Manufacturer narrative:
(B)(4). The customer states that the child desaturated to 59% and that the mp5 monitor did not alarm. As the doctor passed by the patient room, the patient was found with blue skin. At this time, there is insufficient information to determine whether the device contributed to this injury. Philips is in the process or obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.